Manufacturer narrative:
The unit was returned to service center for evaluation. During the inspection there was an ¿e33¿ error code when unit was powered on, but after using a test touch panel part it was visually confirmed that the connectors had either been jarred loose or out of alignment. When readjusted, the touchscreen worked properly. The light intensity was check and the values were too low for both white-light imaging (wli) and narrow band imaging (nbi). After readjusting and using a test scope socket, the nbi value returned to a value (568 mw) within range, but the wli value (1308 mw) was still below. Tested power supply outputs and unit draw appears to be fine. It was determined that the led lights were causing the low wli.

Event description:
This is an asset return, during estimation the light intensity of main lamp is too low. There was patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the light intensity of main lamp was too low because the light-emitting diodes (led) and the electronic components of the circuit board for driving those leds failed due to the physical impact caused by the user. The following statements are included in the instructions for use which can prevent the event: "do not use a pointed or hard object to press the buttons on the front panel, touch panel, and/or keyboard. This may damage the buttons. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."